Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic after receiving high voltage therapy. Upon review of session records, inappropriate therapy for supraventricular tachycardia therapy was delivered to the patient and varying r-wave amp variation was observed. Patient did not have history of ventricular tachycardia. Programming changes were recommended. No further information available.